Event description:
It was reported to vyaire medical that the vela ventilator had a transducer fault error. The issue occurred during patient-use and the device was replaced with another ventilator in the ICU (intensive care unit).the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.